Manufacturer narrative:
H.6. Investigation summary: a complaint of an increase in filters separating was received from the customer. A photo of the set was provided for investigation. In the photo, no separation was observed. Possible lot numbers were provided by the customer. The device history review was completed for both of these lots. A device history record review could not be performed on model 10013902 and lot 23039132 because the lot was invalid. A device history record review for model 10013902 lot number 23019372 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2023. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the tubing was damaged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: "I am noticing increase defected 0.2 micron filter we have 5 so far within less than 1 month.